Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer called into philips reporting that the devices is not passing the operational check. There was no reported patient involvement/adverse patient impact.